Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus australia (oaz). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) checked the subject device and found the followings. The adhesive of the bending section rubber was worn out. The angulation was slack. The bending angle did not meet specification. The angulation control knob had uneven rotation, play, and noise. The angulation control knob could not be locked correctly. The adhesive around the light guide lens and objective lens was worn out. The light guide lens was cracked. The distal end cap was worn out. The distal end insulation test had failed. The coating of the insertion tube was peeled off and scratched. The universal cord was wrinkled. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine 3 monthly microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Escherichia coli (1-10 cfu/0.1ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie3, using peracetic acid. After that the user facility sent the subject device to a third party laboratory for microbiological testing again. As a result of the testing, no microbe was detected from the sample collected from the instrument channel, the suction channel, and the air/water channel of the subject device. There was no report of infection associated with this report.